Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device in routine inspection. It was reported that the rep was not receiving communication between the navigation system and the imaging system. It was noted that the navigation system and imaging system could communicate when the bulkhead connector was bypassed and an ethernet cable directly connected to the computer. The cause of the damaged bulkhead was unknown and there was no patient involvement.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The bulkhead connector was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The returned connector had one side wall broken out with bent leads inside the connector. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device in routine inspection. It was reported that the rep was not receiving communication between the navigation system and the imaging system. It was noted that the navigation system and imaging system could communicate when the bulkhead connector was bypassed and an ethernet cable directly connected to the computer. The cause of the damaged bulkhead was unknown and there was no patient involvement.